Manufacturer narrative:
Since no product is available to be returned for our evaluation, the complaint cannot be confirmed or denied. Following our investigation, which included a physician's report and a device history review, we have concluded that due to a lack of sufficient information, a probable root cause for this incident cannot be determined at this time. Items marked "ni are not attainable at this time. Should such information become available, it will be included in a follow-up report. The device history records for the batch were received. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution- there are no similar incidents against this batch. Supplemental baseline report attached (3 pages).

Event description:
The physician claims that the graft was implanted for a thoracic aortic aneurysm procedure. The patient was placed on the heart-lung machine. On post-operative day 1 (in 2007), the presence of drainage (exudate) was confirmed. The graft was left in. A drain was implanted. The exudates collected were 595cc on post-op day 1, 295cc on post-op day 7 and 275cc on post-op day 14. The composition of the exudates and bacterial cultivation were requested and samples submitted for investigation. Currently, 30cc of a yellow liquid was suctioned into the drain tube. Additional information received on july 19, 2007: exudate has stopped draining. Drainage tube was removed. Patient's condition is good. Patient is under observation. Additional information received in 2007: patient's condition remains good. No fever was confirmed. The numeric value (not reported by the hospital) of the crp (camp receptor protein) presented no problem. The physician will consider, by post-op day 40, discharging the patient from the hospital.